Event description:
During laparoscopic hand assisted colon resection, physician inserted linear cutter into mechanical gun, positioned, fired staples and cut. When stapler removed the stapler did not fire any staples into the colon. Larger incision had to be made and colon sutured by hand. Problem reported to service representative and device returned to representative of company.